Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 10/21/2021 it was reported by a sales representative via sems that an ar-4550 meniscal root kit failed and the suture became unraveled. The button never deployed and was not implanted. It was replaced with another ar-4550 and the case was completed with no further issues. No case involvement.